Manufacturer narrative:
(B)(4).

Event description:
It was reported via a merlin.net transmission with several auto-mode switch episodes. The ventricular signal appeared to be oversensed myopotentials. Programming changes were made. Patient will be monitored.